Manufacturer narrative:
Product complaint # (B)(4). Additional information: a2, a4, b7, h6. H 6. Health effect - clinical code: e2401 - white count of 11.7, e2401 - large fluid collection within pelvis with rim enhancement and significant stranding. Additional information was requested, and the following was obtained: 1. Please provide the following patient demographic information, if available: age, weight, bmi at the time of index procedure? - - 36, 72.2, 33.7. 2. What were the diagnosis and indication for the index surgical procedure? - endometrial cancer. 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. - allergic to asprin, penicyllian, kidney stone. No additional treatment required. 4. Was there any intraoperative concurrent use of other products? -none. 5. What is the lot number? - unknown. 6. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? -prophylactically. 7. Where was the surgicel used (on what tissue)? -peritoneum, left pelvic side wall, vaginal cuff. 8. How much surgicel was used during the procedure? -all 3gs. 9. Was the surgicel product left in place? Was the excess irrigated and removed? - product was left in place. 10. Please describe the type of reaction the patient experienced. - she returned with fever, radiologic imaging to suggest an abscess. White count of 11.7 and pelvic pain. CT scan showed large fluid collection within pelvis with rim enhancement and significant stranding. Mass total size 3.8 x 7.7x 8.5 cm. Superior component that was 4.7x4.5x4.1 cm. Inferior portion 4.7x 4.4x3.1 cm. 12. What were current symptoms following the index surgical procedure? What was the onset date? -list above. 13. Were cultures performed? If yes, results? - blood and body fluid-no growth. Negative fluid, negative blood culture; -urine- less than 10,000 bacteria with bacterial growth. 14. Has any surgical or medical intervention been performed? -aspiration was attempted. No fluid was yielded. 15. What is physician¿s opinion as to the cause of this event? - surgicel powder contributed to abcess formation. 16. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative abscess formation and reaction? -none. 17. What is the patient¿s current status? - recovered. 18. What is the users experience w/ surgicel powder and other hemostatic agents? -surgeon used arista for 3 years. Recently used surigcel powder but has used other forms of surgicel in the past. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes, did the patient require revision surgery or hardware removal? No, if no, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions? Post op scans to confirm reaction, anti-biotics, patient status/ outcome / consequences. Yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Abscess formation, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, the following information was requested, but unavailable: is the patient part of a clinical stud. Unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, weight, bmi at the time of index procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. What is the lot number? 6. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 7. Where was the surgicel used (on what tissue)? 8. How much surgicel was used during the procedure? 9. Was the surgicel product left in place? Was the excess irrigated and removed? 10. Please describe the type of reaction the patient experienced. 11. What were current symptoms following the index surgical procedure? What was the onset date? 12. Were cultures performed? If yes, results? 13. Has any surgical or medical intervention been performed? 14. What is physician¿s opinion as to the cause of this event? 15. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative abscess formation and reaction? 16. What is the patient¿s current status? 17. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a robotic hysterectomy procedure on (B)(6)2025 and absorbable hemostat was used. A patient presented with an adverse reaction following a surgery when absorbable hemostat was used. Post op scans to confirm reaction, anti-biotics, abscess formation. Additional information was requested.